Manufacturer narrative:
Failure analysis: powered unit in operating mode and unit immediately failed with xdcr faults and vent inop condition. Viewed the events log and found several xdcr faults. Performed xdcr calibration per service manual l2859-101. Powered in operating mode again, unit operated according to specs, without xdcr faults. Repeating the calibration, xdcr¿s continue to pass. The reported problem of having xdcr faults in events log was duplicated. Findings/root-cause: reported problem was duplicated and isolated to failing xdcr¿s. This is considered a known issue addressed with an internal investigation so no further investigation is needed.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. Field service representative (fsr) replace main pcb - found o2 out of spec - calibrate blender - verified performance - passed all performance checks (B)(4).

Event description:
The customer reported the xcdr fault will display when placed on a patient but all parameters check out properly on the vela ventilator. The customer stated there was patient involvement with no patient harm.